Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other humalog and novolog. In addition, the user guide states to change the infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple occlusion alarms. The customer's blood glucose level was elevated. The customer would troubleshoot by clearing the alarm and delivering the rest of the bolus, disconnecting the luer lock and using a syringe to push air through the tubing to clear the blockage, or changing the cartridge, tubing and site every 5-10 days. Reportedly, the customer was using humulin r insulin.